Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon investigation, the charger/modem was resetting. Upon investigation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board and the y1 crystal oscillator on the bedside pca was internally open. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the open y1 oscillator could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery pack.